Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari stryker medical affairs, who concluded that the patient's injury was the result of user error. Vessel or graft dissection is listed as a possible adverse event/complication. The device labeling cautions, "ensure that inthrill thrombectomy catheter is withdrawn into the inthrill sheath prior to removal from patient to avoid vascular damage." Manufacturer reference #: (B)(4).

Event description:
A patient underwent a thrombectomy to address their left upper extremity deep vein thrombosis with the inthrill thrombectomy catheter. After multiple passes were performed, the physician began to remove the sheath to flush. However, the sheath was pulled without re-sheathing the funnel which resulted in the brachial vein being pulled out of the access site. The vein was ligated and the final venogram was performed which showed full patency.